Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02400. D10: cat# 010000999, lot# 7453204 g7 screw 6.5mm x 30mm. Cat# 010001000, lot# 7447004 g7 screw 6.5mm x 35mm. Cat# 010000997, lot# 7446994 g7 screw 6.5mm x 20mm. Cat# 010000999, lot# 7413988 g7 screw 6.5mm x 30mm. Cat# 31-323230, lot# 65975111 3.2mmx30mm rnglc+ acet drl bit. Cat# 110010265, lot# 65453019 g7 osseoti multihole 54mm f. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. Subsequently, the patient was revised approximately 4 months later due to instability and leg length too long. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ stem. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.